Event description:
Implant date : 2005. It was reported that the patient underwent 2-level tlif at l4-5 l5-s1, using a verte-stack capstone peek construct/infuse bone graft supplement with cd horizon-sextant, and cd horizon legacy posterior fixation instrumentation. In response to a complaint of back and leg pain, at approximately 4 months post-op, a revision surgery was performed to explore fluid collection evident on MRI. The fluid collections were located at the l4 and l5 disc spaces. The wall of the fluid collection reportedly contained some bone. The encapsulated fluid collection was not in contact with the vertebral bodies. No tissue was removed at this surgery, but the compressing fluid was drained. The back pain reportedly resolved post-procedure, but the leg pain persisted. A second revision surgery was performed approximately 5 weeks later to remove tissue from both cystic accumulations at l4 and l5. No fluid was noted. The tissue was reportedly adhered to the nerve root at l5. No bone was noted within the resected tissues. The patient only complained of l5 radiculopathic pain prior to this revision. The patient's leg pain has resolved post-procedure, and the patient is reportedly fusing.

Manufacturer narrative:
Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Device has not been explanted, so product evaluation is not possible. Unable to determine the cause of the event.